Manufacturer narrative:
(B)(4). Based on new information found during the investigation of the device, this incident was reassessed and determined to be reportable. Evaluation summary: post market vigilance (pmv) led, an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned devices. Instrument one was received fully applied. Visual inspection of the instrument revealed no abnormalities. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaws from approximating. Instrument two was received partially applied with seven remaining clips. Instrument three was received partially applied with fourteen remaining clips. Visual inspection of the instruments revealed no abnormalities. Functionally, the instruments were first fired once in air and proper clip formation was confirmed. For instrument two, the remaining clips were then fired on test media with proper formation. The jaws and handles moved smoothly through the firing cycles and returned to the open position and each remaining clip loaded properly in the jaws. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. For instrument three, seven clips were then fired on test media with proper formation. Six clips were applied malformed. The jaws and handles moved smoothly through the firing cycles and returned to the open position. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. Based on the evaluation findings, the root cause of the reported condition was attributed to a jaw width which was found to be lower than the manufacturing target. Subsequently, the complaint data did display an increased trend for clips not loading and malformed clips. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A manufacturing enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: during a transplant procedure, the device could not be fired. The levers jammed, the handles could not be squeezed completely. Changed to a new device to finish the procedure.